Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The distributor's getinge trained field service engineer (fse) evaluated the iabp unit and observed the reported issue. The fse cross checked the main board with another main board and observed proper function. The fse noted that the main board was defective and would need to be replaced. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The field service engineer (fse) that evaluated the iabp unit is a getinge employee, and not a distributor's employee as mentioned in the initial MDR. The getinge field service engineer (fse) reported that the main board was replaced and the iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involved and no adverse event was reported.